Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve and siphon guard ¿as received¿. The valve was visually inspected: no defects were noted. The position of the cam when valve was received was 110mmh2o. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number 1428, the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, the valve did leak from the proximal connector complaint was confirmed. The engineering team was informed of this issue, reply from engineering team, these valves are, tested 100% leak tested. Review of the history device records confirmed the valve product code 82-3842, with lot ctpb25, conformed to the specifications when released to stock on the 27th january 2016. No root cause could be determined, possible miss use, as the valves are tested 100% for leaks, this however could not be determined. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During the flushing test before the surgery, leakage from the valve was found. There is no further information available at this moment. As reported by the ous affiliate, when the surgeon pumped the reservoir of the chpv the bottom fell off.